Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The common iliac arteries were 8-9 mm in diameter, were not tortuous and not calcified. The aortic neck was short ay 12 mm in length. It was reported that the bifurcated stent graft was deployed up to the point where the physician decided to utilize the quick deployment mechanism. The trigger was pulled back; however, at the same time the physician inadvertently pulled the delivery system down with his other hand. This caused the stent graft to fall into the aneurysm sac. An attempt was made to insert a 28 mm aneurx cuff in order to build the device up to the aortic neck, but the delivery system could not be advanced past the common iliac artery and it was removed from the patient. Another attempt was made with a 28 mm talent cuff and the physician used excessive force to push the device in. The device would not advance past the common iliac artery and resulted in a rupture of the iliac artery (see mrf # 2953200-2009-00665). The decision was made to convert the patient to open surgical repair and remove the stent grafts. A hemashield graft was sewn in to replace the stent grafts. No additional clinical sequelae were reported and the patient was stable.

Manufacturer narrative:
Evaluation results and conclusions: short aortic neck, small and tortuous iliac arteries, ruptured vessel/aneurysm, the delivery system was pulled down during the stent graft deployment and resulted in the stent graft to fall into the aneurysm sac.